Event description:
It was reported that the customer was treated by paramedics four times due to hypoglycemia. The customer's blood glucose reading was 51 mg/dl at the time of the most recent event. The total amount of basal and bolus delivery did not correspond with what was recorded in the history files. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.